Manufacturer narrative:
The reported issue could not be confirmed. When the pleora was installed in an imaging system, system readies as expected and both 2d and 3d imaging are successful. No fault found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that there was a patient database error on the computer of the viewing station of the imaging system. To restore functionality, the computer for the viewing station of the imaging system and pleora was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, communication could not be established between the imaging system and the viewing station of the imaging system. It was reported that an error message on the viewing station of the imaging system displayed stating there was possible issues with the system database. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.